Event description:
It was reported that a pump had a problem described as "air in line alarm." There was no reported pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter and an eval could not be performed. If the device is received an eval will be performed and a supplemental report will be submitted.